Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced a high blood glucose. The high blood glucose level was 600 mg/dl and 400 mg/dl and 100 mg/dl. Customer¿s current blood glucose level was 188 mg/dl. Customer treated with the insulin pump and take a shot for high blood glucose. Customer had a symptom like they did not feel good. Customer stated that the drive support cap was normal. The customer declined troubleshooting for high blood glucose. The product will not return for the analysis.